Event description:
It was reported that there initially was difficulty communicating with the pump as the wrong application was being used on the physician programmer. This was resolved with educating the user. The pump interrogation revealed the empty reservoir alarm occurred on (B)(6) 2013. The patient's pump was to be refilled on the date of this report. This device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840 ,lot # unknown, product type programmer, physician; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).